Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2016 with the following findings: the review of the user settings history showed the ¿auto off¿ feature was enabled and set to 12 hr. ¿cs150¿ auto off alarms were observed in the black box. No activity outside of normal use was observed. ¿auto off ¿ feature was disabled and the ¿ez-prime¿ steps were performed correctly; the pump ran for 24 hours with no ¿auto off¿ or any errors, alarms or warnings occurring. ¿auto off¿ feature was enabled and set to 1 hr, the pump alarmed with the appropriate ¿auto off¿ alarm after 1 hr. The product performed within specifications and the original complaint was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an auto off alarm issue with the pump. There was no reported adverse event associated with this complaint. This is reportable; a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time may result in over or under delivery as compared to the user's expectations.